Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. H3 - device evaluated by mfg: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during an abscess drainage procedure, the hub detached from an ultrathane mac-loc locking loop multipurpose drainage catheter. It is unknown how the procedure was completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that during an abscess drainage procedure, the hub detached from an ultrathane mac-loc locking loop multipurpose drainage catheter. It is unknown how the procedure was completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the quality control procedure and instructions for use (IFU) of the device were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) could not be completed due to the lack of lot information provided. An expanded review of sales records was unable to narrow down the lot number associated with the complaint device. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by a review of the dmr, IFU, and the information provided by the customer, suggests there is no indication that the device was manufactured out of specification. There is no evidence of nonconforming material either in-house or in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure unrelated to design or manufacturing contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient; however, this cannot be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.